Event description:
Baxter product surveillance received e-mail from customer on (B)(6) 2010 reporting product code 2c6537, lot number s10a15020r was reported to be leaking from the bonded tubing-to-second-y-site connection on (B)(6) 2010. Incident occurred during set up of this set in the hem/onc clinic while in use with a sigma spectrum pump with an unknown serial number . There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
The reported condition of leak was confirmed. Leak was observed on one of the y-site from underwater pressure test (8psi). A cut was observed at the leak location. The manufacturing processes was reviewed with no abnormality observed. An assignable root cause is unable to be determined. (B)(4).